Manufacturer narrative:
The analysis of the lead fragment showed multiple signs of wear. In particular 37 cm proximal of the tip electrode, the lead body was damaged due to squashing. The inner lumen structure was completely destroyed in this area, and the coating of all rope conductors was damaged. This damage manifestation can with high probability be regarded as the cause for the clinical observations. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. In the further course of the analysis, it was found that the rope conductors to the rv shock coil and to the ring electrode were severely coiled in their lumen. They also each showed a conductor fracture. It can be assumed that the high tensile forces during the explantation process have led to conductor fracture of the rope conductors. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 99 months, suspected interference on the lead was detected during a follow-up exam in the clinic while doing provocative testing. An appointment was made for a lead revision. In addition, it was reported that the patient said to have received 2 shocks in the night from (B)(6) 2016. The ICD could no longer be interrogated after that. Lead and ICD were explanted and returned to biotronik for analysis. The ICD had been implanted for about 25 months at that point. The date of explant was not provided.